Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The user facility reported that after the listed hypodermic needle was used, the safety mechanism broke while trying to engage it over the needle. There was no report of any adverse health outcomes from event.